Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and failed battery test. Customer states they are not able to rewind the pump. Customer performed troubleshoot for failed battery test but insulin pump alarmed again. Customer¿s blood glucose was 183mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Analysis identified product meets specification? No device received with critical pump error, problem isolated to electronic assemblies. Unable to the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement or failed battery test due to critical pump error. The motor was tested outside of device and passed.